Manufacturer narrative:
Alarm logs were not provided, and the configuration of the monitor is unknown. The remote service engineer (rse) made several attempts to gather additional information and trouble shoot the issue with the customer but was unable to establish contact with the customer. There is insufficient information to confirm the reported issue or determine a clear cause. Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed. Multiple attempts were made to obtain additional information and troubleshoot the issue to determine operational status with no response from the customer. No further information was provided. We are unable to confirm the reported issue or the cause. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the intellivue x3 indicating that users cannot see the alarm in the hallway. The device was in use on patient at time of event, there was no adverse event reported.